Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider indicated that the magnetic resonance imagine was not performed in relation to a pump or therapy issue. It was reported that after waiting the motor stall did recover. The patient's weight was reported. No further complications have been reported or are anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was malignant pain associated with the breast. It was reported that the patient had a magnetic resonance imaging (MRI) procedure performed and an unrecovered motor stall was seen post MRI. The caller stated that it had not recovered after the patient left the MRI field about 2.5 hours ago. No symptoms were reported. No further complications have been reported as a result of this event.